Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. It was stated: "on a customer follow-up visit", a note was provided that was apparently forwarded one of the staff. In it is a complaint: "found 1x defect tube in tray". As per customer, what the staff meant by defect is a collapsed tube. Staff not able to provide a picture or sample of the said collapsed tube.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to collapsed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode collapsed tubes. Bd was not able to identify a root cause for the indicated failure mode.